Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer adjusted the basal rate settings. Subsequently, the total amount of insulin delivered was less than what the customer expected to receive. A review of the pump logs by tandem technical support (cts) could not verify basal settings were adjusted, and could not verify total amount of insulin received. Reportedly, the customer reverted to an alternate pump for insulin therapy. Customer's blood glucose was 88 mg/dl.